Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 37-38.2 mm in diameter x 82.8 mm length abdominal aortic aneurysm and an iliac artery aneurysm. The proximal neck was 16.2x17.4 mm and distally it was 17.4x19.5mm with a length of 15 mm. The diameter of the right common iliac artery was 12.9x15.8 mm and the right internal iliac was 13.5x14.2 mm. The left common iliac artery was 10.7x13.8 mm and the left internal iliac is unknown. The right external iliac artery was 7.9x8.8mm and the left external iliac artery was 7.4x9.0mm. It was noted that there was tortuosity in the left iliac artery. The patient was treated for gallbladder disease and transferred to another hospital. When a CT was done after the gallbladder surgery, it was confirmed that the patient had both an abdominal aortic aneurysm and an iliac artery aneurysm. It was reported that after the 16/13/82 endurant ipsilateral extension was implanted on the left, the delivery system was having difficulty being removed and the outer sheath (graft cover) was confirmed to have an indentation. The delivery system was examined prior to the procedure, but there was no anomalies noted. The procedure was completed without adverse events; therefore, the device analysis was not requested. No clinical sequelae were reported and the patient is fine. The physician stated that it might be a defective device. But device analysis was not requested. Film review analysis: review of a pre-implant 2-d drawing confirmed that the proximal neck diameter was 16 x 17mm just below the lowest left renal artery, and 15mm lower measured 17 x 19.5mm. The neck was angulated approximately 45deg to the aaa. The max diameter aaa was noted as 38mm, and the distal aortic diameter was 21 x 25mm. The left common iliac appeared aneurysmal, calcified, and was moderately tortuous. The proximal section of the left common iliac diameter ranged from 9.6 ¿ 13.8mm. The right iliac artery was also tortuous and calcified. A single image of the proximal section of the deployed delivery system (distal section of tip and proximal graft cover) after removal from the patient confirmed that there were kinks/wrinkles seen along the graft cover. The reported stent graft cover indentation was confirmed. The exact cause could not be determined from the limited information provided. CT¿s prior to implant and films during the implant were not available for review, and the delivery system was not returned for analysis. It is possible that this event was anatomy related and occurred during implant within the calcified and tortuous vessel anatomy.

Manufacturer narrative:
(B)(4). Conclusion: neck diameter less than 19mm.